Manufacturer narrative:
Correction: h1 in follow-up #1 should be "serious injury" not "malfunction" claim #: (B)(4).

Manufacturer narrative:
H3 - device evaluation: lens was returned in micro-centrifuge vial, dry, residue on product. Visual inspection found haptic torn and with residue on lens. Claim# (B)(4).

Manufacturer narrative:
This product is not marketed in the us. (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6, -11.50/2.0/085 (sphere/cylinder/axis), implantable collamer lens into the patient's right eye (od) on (B)(6) 2020. The lens was removed and replaced in a second surgery on (B)(6) 2020 for a longer length lens due to low vault. This resolved the problem.